Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearing was missing from the device.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the persona tibial articular surface provisional (tasp) shim confirmed that one of the two ball bearings and associated spring was found missing. The missing ball bearing and spring were not returned. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions were verified within print specifications. The lot has a potential field age of approximately three years and two months. It is unknown how many times the device is being used. These devices are used for treatment. Previous corrective actions determined that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014, which involved all tasp shim lots. The instrument was manufactured prior to the field notification.